Event description:
Per manufacturer site, unknown last use of malfunctioned robotic instrument. Robotic instrument (tip-up fenestrated grasper) tagged with "emergency key" utilized. Per manufacturer instructions, when the instrument release key is utilized, the instrument cannot be reused. Unknown if release key was utilized during a case. No failure form present. To be returned to manufacturer.